Event description:
It was reported that there was a bag of saline spilled on the cardiosave intra-aortic balloon pump (iabp). The iabp was delivered to the hospital's biomedical shop with a note stating the iabp unit would not power on. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The facility's on-site biomedical engineer replaced the power management board and the motor control board and requested getinge service to perform calibration on the unit. A getinge service territory manager (stm)visited the site and upon evaluation of the unit, he discovered that there was additional saline damage to the solenoid control board and the fiber optic module. In addition, the connector on the coiled cable was broken. To resolve all issues, the solenoid control board, the fiber optic module and the coiled cable were all replaced. All calibration, functional and safety checks were performed and passed per factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The on-site biomedical technician replaced two circuit boards in the iabp unit, the power management board and the motor control board, which had been damaged by the saline and requested getinge service to come in and perform a calibration. A getinge fse evaluated the iabp unit, and upon inspection it was found that there was additional saline damage discovered on the solenoid control board and the fiber optic module. Furthermore, the connector on the coiled cable was broken. The customer was informed that these additional parts would need to be replaced before the unit could be tested and a cost quote was provided. The cost of the repairs has not been approved by the customer. They are currently working with the sales team to discuss the possibility of purchasing a new iabp unit. No repairs have been performed, and this iabp unit is in possession of the customer but it is not approved for clinical use. Once the customer has given approval to move forward with the repair, additional information will be provided. Additional information has been requested, and we will report accordingly if it becomes available. The full initial reporter name is (B)(6).

Event description:
It was reported that there was a bag of saline spilled on the cardiosave intra-aortic balloon pump (iabp). The iabp was delivered to the hospital's biomedical shop with a note stating the iabp unit would not power on. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.